Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the lap top ventilator 1150 alarmed circuit disconnect and low volumes while connected to a patient. The patient was removed from the ventilator and placed on a back up unit. The customer confirmed that there was no patient harm associated with the reported issue.